Event description:
User reported 6 false positive result. Negative x2 antigen and 1x pcr follow-up tests.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of initial report, follow-up report will be provided upon completion.

Event description:
User reported 6 false positive result. Negative x2 antigen and 1x pcr follow-up tests.

Manufacturer narrative:
Section b2 has been deselected after being inadvertently selected in initial report.